Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: unit shut off during case and they had to reboot camera. Root cause: it is hard to determine the cause of this failure based on the information given by the customer since we were not able to replicate it in house. Probable root causes could be a power surge or a bad connection. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.